Event description:
It was reported that, "patient originally had the plate put in due to a wrist fracture, she suffered in 2007. During this surgery, it was noted that her extensor pollicis longus (epl) tendon was 50% ruptured, therefore, this was repaired. At an appointment in approx seven months later, it was noticed by x-ray that the plate was most likely broken. The surgeon was unsure if the bone was completely healed or not. She underwent the second surgery the following month. The plate was broken and therefore removed. The pt's bone had healed, so no further treatment was needed."